Event description:
On (B)(6) 2012, a pt had a pneumothorax chest tube placed. On (B)(6) 2012, another chest tube, 28fr catheter was inserted in a slightly different position. At the time, the physician was inserting the catheter a "hissing" sound was noted when the pt took a breath. The physician was unsure if it was from the new or previously placed tube, left the newly placed tube and checked the previous tube. The previously placed tube appeared as though the entire catheter piece was missing with the luer lock outside of the pt. When the physician removed the device, the entire chest tube stayed in the pt. An x-ray was taken and confirmed the catheter is still inside the pt. A vats procedure is required for removal of the remaining device and is scheduled for (B)(6) 2012. The pt has not been stable enough to undergo the additional procedure. At the time of this report the pt is on a ventilator and is sedated.

Manufacturer narrative:
Additional surgery procedure is not listed in the instructions for use. Separates is not listed in the instructions for use. Event is still under investigation.